Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual testing was performed from the sample. The sample was visually inspected at a distance of 12" to 16" under normal conditions of illumination. The sample unit do not present any damage, scuffs, pinch marks, cracks, crazing, cuts, etc. Could cause the failure mode reported. Leaking test was performed on the unit received according to the procedure. The sample unit pass the leak test.the reported issue could not be confirmed since the returned sample pass the leak.

Event description:
It was reported during a pre-use check, the customer found leakage of medical fluid inside the medication cassette. No patient injury was reported.

Manufacturer narrative:
\While performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. File (B)(4) is no longer considered reportable, please disregard any MDR reports associated with it.